Event description:
The customer reported via phone call that the insulin pump was alarming no delivery. Insulin pump was not dropped, bumped, or in contact with fluid. Customer changed the set and reservoir. Customer performed 5.0 units manual prime and the pump alarmed no delivery. Customer stated that the alarm appears during bolus and is spontaneous.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
No excessive no delivery alarm during testing. Unit passed rewind test, basic occlusion test, occlusion test, prime a33 test, excessive no delivery test and displacement test. Unit had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.